Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited error code e315 ¿ scope error. The issue occurred at preparation for use for an undisclosed procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   New information added on fields: h3 and h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it was likely that the e315 error was caused because the printed circuit board mounted in the scope connector had shorted out due to an air leak on the scope connector. The event can be detected/prevented by following the instructions for use (IFU): chapter 3: preparation and inspection this chapter explains the equipment that needs to be prepared and the inspection methods before using this product. 3.1 flow of preparation and inspection this section outlines the workflow of the tasks described in this chapter. Be sure to carry out the following preparations and inspections before use. Also, for related equipment used in conjunction with this product, please follow their "electronic instructions for use" or "user manuals" for inspection. If any abnormalities are suspected during inspection, follow the instructions in "chapter 5: in case of abnormalities". If it is clear that a malfunction has occurred, do not use the product and send it for repair according to "section 5.4: sending the endoscope for repair". Warning using an endoscope suspected of abnormality may not only cause it to malfunction but also damage the equipment or injure the patient or operator. Chapter 5: in case of abnormalities this chapter explains how to deal with abnormalities when they occur. 5.1 when an abnormality occurs if any abnormalities are suspected during the inspection according to "chapter 3: preparation and inspection," do not use the product and follow the instructions in "section 5.2: identifying and handling abnormalities". If the product still does not return to normal, send it for repair according to "section 5.4: sending the endoscope for repair". Additionally, if an abnormality occurs while using the endoscope, stop using it immediately and carefully withdraw the endoscope from the patient according to "section 5.3: withdrawing an endoscope with abnormalities". Warning absolutely do not use an endoscope suspected of abnormality. Not only may it fail to function properly, but it may also injure the patient or operator or damage the equipment. Additionally, the reprocessing instruction manual¿ chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.4 leakage testing of the endoscope, perform the leakage test (describes the methods for inspection on the suggested event). Olympus will continue to monitor field performance for this device.